Event description:
"I was not present for this case and there was no available pre-case plan. I was informed by the lab staff that the 36x100 was inserted but not able to get to specific treatment site. Not sure if graft was extended forward out if primary sheath. Three (3) other relays were implanted and dr. (B)(6) said the patient was doing ok today. He didn't mention the "no cross" device to me, the lab staff did. He told me in text that the patient had "crazy double curved 'off sides' aorta..." " patient outcome: "doing ok as of afternoon of (B)(6) 2018."

Event description:
"I wasn not present for this case and there was no available pre-case plan. I was informed by the lab staff that the 36x100 was inserted but not able to get to specific treatment site. Not sure if graft was extended forward out if primary sheath. 3 other relays were implanted and dr. (B)(6) said the patient was doing ok today. He didn't mention the "no cross" device to me, the lab staff did. He told me in text that the patient had "crazy double curved 'off sides' aorta. " patient outcome: "doing ok as of afternoon of on (B)(6) 2018."